Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: tavr was performed. Physician performed the manta portion of the procedure. Operative note stated that the right cfa was calcified but no specifics to degree or position of the calcium. After completion of the tavr procedure the last act measured was 362. Manta was deployed without any noted issues and protamine was administered around the same time. After conducting an angiogram of the closure, it was noted that some obstruction existed at the closure site. A balloon was utilized to repair the partial occlusion. The angiogram showed that the partial occlusion remained and the decision was made to have the cv surgeon cut down, remove the manta device and surgically close the site.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot information was not reported; therefore, the last two lots sent to this site prior to this incident were pulled from the sales distribution log. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted fifteen days after the actual event, following a tavr procedure, an 18f manta closure device was deployed to the right femoral artery. The artery was noted to be calcified. A post-angiogram showed a partial obstruction present at the access site, and balloon inflation was applied. A follow-up angiogram revealed a partial occlusion remained at the access site. The surgeon made the decision to cut down, explant the manta device, and surgically repair the site. The root cause of the partially occluded vessel at the access site is possible due to the manta device catching onto the plaque. However, due to the insufficient amount of information available for investigative purposes, a root cause cannot be determined. The IFU was reviewed and confirmed to list warnings: do not use in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel <5mm in diameter for the 14f manta or <6mm in diameter for the 18f manta, or >50% diameter femoral or iliac artery stenosis. Procedure preparation: confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.